Event description:
High blood sugar readings with libre 3 sensor. Lot# s t60001903 20 - 30 over, t60001925 30 - 40 over, t60002161 30 - 50 over I thought I was having major blood sugar issues and stopped using one lot, got another lot with similar problems, then the 3rd lot was even worse. I used my traditional monitor to test my blood sugar and it was consistently under the readings for each lot. I was depending on the sensor to monitor my blood sugar and for over a year it worked very well. Now I don't trust any of the sensors. I will talk to my dr about switching products. These are very expensive even with partial insurance coverage so I'm not sure I'll be able to afford to switch now. Reference reports mw5158551, mw5158552.